Event description:
During a device evaluation, a cracked spike was discovered. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: during a device evaluaiton for a separate issue, a new reportable issue, cracked spike, was discovered. There has been corrective and preventative action taken relative to this matter, renq-CAPA. Renal proudct surevillance, quality engineering, along with plant manufacturing will continue to monitor this product line.